Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/01/2014 with the following findings: the pump powers to the "verify" screen in accordance with normal operation with the exception of a dim discolored display. There was one low battery warning and one replace battery alarm observed in black box. Evidence of excessive battery usage observed in black box . There were two battery compartment cracks observed in the thread area. Evidence of moisture contamination in battery compartment. The battery cap is unable to fully tighten due to damaged cap threads and battery compartment cracks. Battery cap is able to tighten enough to allow for testing. A power loss was not observed. A leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture contamination or loose components inside pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.